Event description:
It was reported a pre-loaded intraocular lens (iol) was damaged and the cartridge has split in it. Additional information was received from duplicate complaint stating after opening package the lens was deformed; there was no patient contact. Through follow-up additional information was received confirming the same procedure was completed successfully using back-up lens. Patient outcome post-procedure was reported as no issues reported. No further information is available.

Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and ethnicity and race: not applicable as there was no patient contact. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of the manufacturing record review. Historical data analysis: a search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number; voided file. No other complaints were received. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.